Manufacturer narrative:
Sample collection and centrifugation information has not been provided. Qc and system information has not been provided. Service was not dispatched for this event. The samples were sent to customer product line support (cpsl) east for additional testing. Cpls east was able to replicate the customer's elevated accutni results. Cpls then performed interference testing which revealed two kinds of interferences: heterophile interference and an interference which likely relates to alkaline phosphatase. Patient source interferences are the root cause of this event.

Event description:
A customer contacted beckman coulter inc. (Bec) to report obtaining reproducible reproducible, higher than expected accutni results within the risk stratification range for one patient generated by the access 2 immunoassay analyzer. The result was not reported out of the lab. The sample was repeated on the same instrument produced similar results. Subsequent testing on an alternate methodology produced lower, discordant results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.